Event description:
I received the 8 covid-19 test kits from the usps this week, as per the latest announcement in november 2023 that we could send for free test kits. However, all of the ones I received will expire in 2 months, even with the extended expiration dates. These kits are made by abbott (binax now brand) with a lot number of 203814, a printed expiration date of july 21st 2023. The online file for this brand says the extended expiration date is february 21st, 2024, just 2 months from now. I have verified this with the cdc phone line for ordering test kits; it has a way to check for the extended expiration dates based on the lot number. I don't know what to do about this, because they will be worthless in 2 months, and I do not know if any additional programs will be approved. Reference reports: mw5149553, mw5149554, mw5149555, mw5149556, mw5149557, mw5149559, mw5149560.